Event description:
The customer alleged that there was a no audible alarm condition, during a patient disconnect incident. The patient experienced a transient change in oxygen saturation. The facilities rt / equipment technician was the first to inspect the ventilator. A review of the alarm logs showed that the alarm silence and patient disconnect allarms were both activated. The rt reported rt could not verify the nurse's claim of a no audible alarm. The mallinckrodt customer support engineer (cse) inspected the device and verified that the alarms are functioning. The unit passed extended self testing.